Manufacturer narrative:
The information provided is not sufficient for root cause analysis. No lot numbers available. A review of the associated device history files for 81-1214 and 81-1216 has not provided any substantial information contributing to the root cause analysis determination. Finished product met specifications. Raw material met specifications. Failure mode is not related to the mechanical properties of the device. There are multiple techniques for the delivery of an anterior cervical plate as with any surgical procedure. Each surgeon must consider the particular needs of each patient and make the appropriate adjustments when necessary and as required. Surgeon should refer to the surgical technique as needed.

Event description:
Post-op screw breakage in patient. C5-7 acdf. Surgery (B)(6) 2017. Found on routine follow up. Patient asymptomatic, plan will be to monitor patient.